Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# unknown, implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the patient thinks the needs their device replaced due to a problem with their wires. The patient stated he keeps maxing out the setting but is not getting relief, which has become more urgent over the last 6 months. The patient stated he initially was able to cut back on his opiates, but the implant is no longer helping. The patient stated that most recently he met with a rep about a month to set up a new program, but the rep said the wires might be damaged. The patient stated he got a call from the healthcare provider (hcp) office to have an MRI of the lumbar radiculopathy/thoracic prior to the replacement surgery. No further information was reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a change in therapy and was having to turn the stimulator up very high to receive any therapy. Impedances were found to be greater than 10,000 ohms. During reprogramming and testing, the therapy was not felt and the voltage level was turned up to the highest level. Pocket and patient body manipulation revealed some intermittent bursts of therapy. The representative noted that the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.